Manufacturer narrative:
The reported event of insulation abrasion was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damages.

Event description:
It was reported that patient presented in clinic for a follow up. The physician noted insulation abrasion on the patient's right atrial (ra) lead. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout.